Event description:
The remstar auto device was returned to the third-party service center for evaluation. During the evaluation of the device, it was visually inspected, and the engineer found evidence of a dust contamination, burnt power connector, displayed error code: 53 (e-53: err_comp_log_sem_timeout) and error code: 100 (e-100: err_humid_no_heat). The device was returned repaired.